Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose in the 300 mg/dl range due to incorrectly programmed basal rates. The patient had not been receiving enough insulin; his basal rates were programmed at 0.050 instead of his proper rate of 0.50. Troubleshooting was declined for the high blood glucose. The insulin pump was not returned for analysis.